Manufacturer narrative:
Tracking number: (B)(4) date sent: (B)(6) 2015 information was not provided by the contact. Batch # (B)(4) the analysis found that one ntlc75 device was returned with the saddle pin loose and both bearings missing from the saddle pin, the bearing were missing. No functional test was performed due to the condition of the device. The condition of the saddle pin is consistent with a poor riveting, causing the saddle pin to be loose and the bearings to come off. This defect has been correlated to a manufacturing process. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, the device could not fire at the first firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.